Event description:
It was reported that a shaver gave off metal shavings inside of a pt.

Manufacturer narrative:
Final investigation showed that the device demonstrated a hitch in rotation and was found to have metal missing from the outer piece of the shaver, as well as indentations in the outer and inner parts of the shaver.